Event description:
It was reported the pump was interrogated and revealed the elective replacement indicator was two months. The pump was replaced due to end of battery life. During the pump replacement, the catheter broke. Part of the catheter remained free floating in the patient. The catheter was replaced. The outcome was resolved without sequelae. The pump was delivering morphine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).